Event description:
Cxr 2004 - mediport found to be broken off. To cardiac cath lab-port cath tip -14cm-removed from right atrium and inferior vena cava. Sent to pathology. Implanted port removed in surgery. Sent to pathology. Pt had no complications from either procedure. Both sent to bard.